Event description:
Information received by medtronic indicated that the insulin pump had a short battery life. Customer did not used rechargeable batteries. Customer did not performed daily rewinds. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for battery lasts less than expected on (B)(6) 2022. The insulin pump passed the displacement test, active current test and sleep current test. Device failed self test due to insulin pump error alarm due to moisture damage on electrical board 1. Insulin pump error alarm was also confirmed in device downloaded history on (B)(6) 2022 at 17:06:55.000. Successfully downloaded history files and traces using thus. The power management tool confirmed insulin pump error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on electrical board 1 and electrical board 2. Insulin pump error alarm on (B)(6) 2022 at 17:06:55.000, power loss alarm on (B)(6) 2022 at 04:42:36.000, replace battery alert on (B)(6) 2022 at 02:37:00.000, replace battery now on (B)(6) 2022 at 03:08:00.000 and battery failed alarm on (B)(6) 2022 at 20:06:35.000 were found in the history files or traces. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Insulin pump error alarm found was confirmed due to moisture damage on electrical board 1 and electrical board 2. Insulin pump error alarm confirmed due to moisture damage on electrical board 1. Battery lasts less than expected not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.